Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation-breast: observed, total delamination of valve assessed as adhesive failure. Additional observations: broken of plug strap assessed as unidentified (tear) opening. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.